Event description:
It was reported that patient¿s neurostimulator (ins) was placed a day prior to this report and patient was experiencing pain. The patient wanted to know if she could put a heating pad on it. Patient reported that the pain was due to surgery. Patient was re-directed to contact health care provider (hcp) to ask if it was okay to use heating pad just after implant. It was indicated that the event started the night prior to this report after the anesthesia wore off. It was later reported 3 days after the initial report, patient reported feeling shocking or jolting sensation that had been occurring since implant. It was indicated that patient felt the jolting /shocking sensation when leaning or bending over. The patient indicated that she felt the pain on the left side near the implant site. The patient follow- up appointment with her health care provider (hcp) was scheduled on thursday (B)(6) 2014. Additional information received a day later reported that patient felt like someone was ¿poking her with a knife¿ and felt the shocking on the upper left hand buttock. It was indicated that patient¿s program was changed from program 1 at 1.2v to 2.0v and felt no shocking but eventually returned. Patient reported that their therapy was not working as expected and would like to meet with manufacturer representative for a device check and/or programming. The patient was recommended to decrease or turn stim off until they can consult with a (hcp) but patient does not want to turn the ins off because she was getting therapeutic effect. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c6yx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).